Event description:
It was reported that an impella 2.5 device was attempted to be inserted via right femoral access (rfa) for additional support during an emergent high risk percutaneous coronary intervention (pci). After successfully inserting the device's introducer sheath, the physician was unable to pass the impella device from the iliac artery into the descending aorta as he encountered resistance due to vessel tortuosity. He attempted to advance the device four or five times without success. Upon removal of the impella and introducer sheath together, the pigtail assembly detached from the impella catheter but remained over the guidewire in the iliac artery. The physician elected to allow the detached pigtail to safely reside undisturbed in the iliac artery while cardiac intervention via left femoral access lfa ensued. Pci was completed on all target vessels with excellent results. Following the completion of pci, the impella pigtail was successfully retrieved via rfa using a snare device. No other intervention or treatment was required and/or no injury or adverse effects resulted from this device incident.

Manufacturer narrative:
Follow-up with the physician and clinical personnel supporting the case, confirm that the impella procedure was aborted due to tortuous vascular anatomy. The diagnostic imaging indicated tortuous vasculature prior to the procedure and the physician conveyed his "understanding of the situation considering the intensity of the case and the risk he was taking trying to pass through his tortuous vessel". A thorough failure investigation was conducted which included a visual inspection of the returned product, mechanical testing of reserve samples, and review of all related manufacturing and complaint records. The device involved in the event was returned in two components; the pigtail assembly and the parent catheter up to and including all inlet cage struts. The struts of the pump's inflow cage were bent and twisted. The struts were disjoined from the pigtail teardrop clearly at the point of each weldment. No other abnormalities were identified. The manufacturing traveler did not show any manufacturing problems associated with the pump. Studies on similar failure modes, including deformation, buckling, or breaking of the struts and the weld strength of the struts to the teardrop ball, have been carried out extensively on representative device samples and have demonstrated that the failure susceptibility is related to the strength of the inflow cage struts, among other contributing factors. The most obvious is excessive loads or strains imposed on the distal end of the device during handling and implantation. High axial and bending forces can occur when the device is loaded on the guidewire and inserted into the introducer sheath. Axial and bending strains can occur as the device is advanced through the sheath and arteries during placement, especially in patients with tortuous vasculature. A fourteen month complaint history review reveals a total of (B)(4) cases involving detachment of the pigtail tip due to deformation of struts during clinical use. This represents an extremely low failure rate at (B)(4) of all clinical use. In order to prevent future inadvertent damage as a result of excessive force and unusual loads applied to the device, corrective action has been implemented and includes a redesign of the device to improve its buckling resistance (B)(4). Neither of the two complaint events resulted in injury to the patient. The overall failure rate is determined to be within acceptable limits: no further corrective actions are warranted at this time. This event will be maintained and monitored within our quality system as part of our design control and continuous improvement processes. (B)(4).